Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the subject device lot. Manufacturer: synthes (B)(6). Date of manufacture date: (B)(6) 2014. Expiration date: (B)(6) 2023. The review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11.0mm ti helical blade 90mm sterile product was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications but there was a non-conformance noted. This ncr was for documentation, the original vendor supplied certified test report had the calculated beta transus temperature listed in degrees fahrenheit. This was corrected to degrees celsius and the lot of material was accepted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a trochanteric fixation nail (tfn) and helical blade on an unknown date. On (B)(6) 2017, the patient was returned to the operating room to remove the helical blade due to prominence. The patient was revised using a shorter helical blade. The surgery was completed successfully with no patient harm. Concomitant medical products: unknown tfn (part #: unknown, lot #: unknown, qty. 1). This report is 1 of 1 for (B)(4).